Manufacturer narrative:
Concomitant medical products: product ID 439688 lead implanted: (B)(6) 2014, product ID dtbb1d4 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to infection. No further patient complications have been reported as a result of this event.